Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the device has an ECG malfunction. No further details were specified. There was no pt involvement.